Event description:
It was reported that the event involved a male pt while in the cath lab during insertion. Indications for use: end stage heart failure. The md inserted the intra-aortic balloon (iab) via right femoral artery with no issues. After connecting the fiber optic properly to the intra-aortic balloon pump (iabp), the md advanced the iabp), the md advanced the iab smoothly without any issues in the descending aorta under fluoroscopic guidance. The md didn't use a sheath. When the iab was at the correct position and they were ready to start pumping, the didn't see any arterial blood pressure on the pump screen. Within a few minutes blood was observed in the iab. As a result, the iab was immediately removed. There was not another attempt at the procedure. There was a delay or interruption in therapy with no harm to the pt. No medical/surgical intervention was required. The pt outcome is the pt is still alive. It was discovered that the fiber optic wire was displaced towards the balloon penetrating the balloon which resulted in a small hole.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.